Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl on (B)(6) 2020. The customer was treated for the low blood glucose with food. Customer stated that the auto mode feature was delivering insulin while experiencing low blood glucose levels. The customer was assisted with trouble shooting and found that the auto mode was not causing the low or attributing to the low event but instead was cutting the insulin off from delving any more insulin. The insulin pump was not returned for analysis.